Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pancreaticoduodenal procedure, the handle recognized the reload, but the surgeon was not able to squeeze the handle. When the blue button was pressed, the jaws could not be closed and the stapler did not fire. It was stated that the stapler was used normally after replacing the reload. There was no patient injury.